Event description:
The customer reported that the high pressure limit would not function. The nellcor puritan-bennett svc technician evaluated the device and found the volumes to be out of spec. The svc technician inspected the device and replaced the cup seal. The unit passed extended testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.